Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker recorded several signal artifact episodes in which the minute ventilation feature was disabled. The pacemaker was also noted to have recorded low out of range pacing impedance measurements. Programming options were provided and the device remains in service. No adverse patient effects were reported.